Event description:
It was reported that the ring inside the metal outer casing of the ve bi-polar was bent, so the liner didn't fit. It was noted that a second bi-polar was opened to complete the procedure. There was no patient impact or harm reported. No additional information available for the reported event.

Manufacturer narrative:
(B)(4) g2: foreign ¿ japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.